Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during a surgical procedure. The hv therapy was not disabled after magnet was placed. The patient received inappropriate shock. The patient is a large man and two magnets were used to prevent hv therapy. Placing the magnet slightly off-center was suggested. Pacing inhibition was also observed. The patient was stable post-procedure.